Event description:
This is report 3 of 3 for the same event. Report received from USA stating that it was observed that during surgery, when the attachment device was in use with a motor device, the "rotations per minute (rpms) would not go over 46,000". According to the report, the hand control device would not stay on the drill. This resulted in a 10-15 minute delay in the surgical procedure. A spare device was available and the surgery was completed successfully. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
The hand control device was received for evaluation. The hand control device was evaluated and device is missing components and will not secure to a motor properly. Evidence suggests this was due to usage / wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).